Manufacturer narrative:
On september 06, 2024, novocure received additional information from the prescribing physician, that the patient experienced dermatitis which was treated with antibiotics (sulfamethoxazole and trimethoprim) for 28 days. The physician assessed this event as not related to optune gio therapy.

Event description:
A 72-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2022. During review of an available medical record, received by novocure on july 22, 2024, it was discovered on (B)(6) 2024, the patient experienced an ongoing skin lesion on the scalp that was approximately 0.6 cm. The patient reported that the lesion had improved but then returned, therefore the physician prescribed an additional course of an oral antibiotic (trimethoprim/sulfamethoxazole). Optune gio therapy was temporarily discontinued. During a follow-up visit on (B)(6) 2024, the healthcare provider (hcp) advised the patient to resume optune gio therapy and to continue with the antibiotics prescribed twice daily until the scalp completely healed. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).